Manufacturer narrative:
Based upon the investigation findings , the reported event is inconclusive. A mfg record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a mfg or design related issue or a root cause could not be conclusively identified based upon the ltd info available.

Event description:
It was reported that during removal of the delivery system, it was noticed that the main body cover did not come out of the sheath upon removal. It is believed that it remained in the patient. The physician was concerned and addressed by checking flow via angiogram - it appeared brisk and normal. As a precaution, a 9x50 viabahn stent graft was placed distal to our contra limb to trap any piece of bag and to ensure no occlusion occurred. No patient injury was reported.